Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/interact pain (trunk/limbs). It was reported that patient's device was not "functioning properly". Patient stated the event date was a little over a year ago. Patient did not have a healthcare professional. No patient symptoms were reported. No further complications were reported.